Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported that there was a power on reset (por) message seen. The patient reported that her programmer wasn¿t working. The patient reported that the por was seen on (B)(6) 2017. The patient reported that she was trying to activate it to increase stimulation because she didn¿t feel stimulation. There were no falls or traumas that could be related to this issue. The patient reported that she had plastic surgery on (B)(6) 2016 however she knew the programmer was working afterwards because she thought stimulation was too high/pain hitting hard so she decreased stimulation from 6-4 then put the programmer away until (B)(6) 2017. No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional follow-up with the patient determined that the ins battery was replaced on (B)(6) 2017. The issue was resolved at the time of this report. There were no further complication reported or anticipated.